Manufacturer narrative:
One 7.5mm endoscopic cannulated flexible drill was returned for evaluation. Visual assessment of the drill confirmed the reported breakage. The drill head has broken off the shaft. The break is along the axis to the first spiral cut. There are heavy burrs on the distal end of the drill head ID. Further examination of the drill head showed the primary cutting surface and flutes are worn. Material condition was confirmed to meet print specification. Use of drills with that have worn or dull tips can result in breakage.

Manufacturer narrative:
(B)(6)

Event description:
It was reported that the clancy drill bit broke off in the femoral tunnel. Surgeon had to remove the broken piece with graspers and then had to upsize his femoral tunnel. No patient injury was reported